Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-08492. It was reported the patient's leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the patient's leads were explanted and replaced to address the issue. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.